Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported slda appears to be related to patient morphology/pathology. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. One clip was successfully implanted with no mr reduction. The second clip was then implanted with a moderate reduction of mr. After deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda). Two additional clips were implanted for stabilization. Four clips were implanted, reducing the mr to 3+ with a good patient outcome. No additional information was provided.